Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2006; model: dtbb1d4, crt-d; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead experienced a fracture. The lead was extracted and replaced. No patient complications have been reported as a result of this event.